Manufacturer narrative:
H11: additional manufacturer narrative: the implant date is known only as "2021". Therefore, (B)(6) 2021 is being used to calculate the minimum implant duration. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from italy that a patient with a 7300tfx29 valve implanted in mitral position underwent a valve-in-valve intervention after an implant duration of approximately 3 years and 5 months due to degeneration leading to a fusion of two leaflets, severe stenosis and moderate regurgitation. The patient presented with chest pain and shortness of breath prior to the intervention. A 29mm transcatheter valve was successfully implanted within the edwards surgical valve. As reported, the patient was discharged home.

Manufacturer narrative:
The following sections were updated/corrected/added: h6: investigation findings and investigation conclusions. H11: additional manufacturer narrative: a device history record (DHR) review was unable to be performed as no serial number was provided. The device was not available for evaluation and it remains implanted. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. Based on the information available, the root cause remains indeterminable as no patient or procedural factors known to cause or contribute to svd were reported. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event, therefore no additional actions are required.